Event description:
It was noted that the customer received a button error alarm on the insulin pump. It was stated that the customer's soccer game was very hot and humid. Customer's blood glucose reading at the time of the call was 134 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.